Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot number and the tracking and trending report review determined that there are no adverse and no non-statistical trends for the complaint issue. Retained kits of the complaint lot number were tested in a specificity set-up. All control values met specifications, the results were in the typical range and no false reactive results were obtained. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID, the entire ID is (B)(6). This report is being filed on an internation product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The account generated (B)(6) architect (B)(6) results (1.2, 1.2 s/co) on sample ID (B)(6) on (B)(6) 2016. A second sample tested on (B)(6) 2017 generated architect (B)(6) results (0.66, 0.91, 0.68 s/co). No impact to patient management was reported.